Event description:
Livanova received report that a s5 roller pump gave a motor control failure error message. There was no patient injury.

Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the s5 roller pump. The incident occurred in alexandria, egypt. The pump head was replaced and problem could be solved. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
H10: complaints database analysis revealed that no similar event on this device occurred since its installation in 2019. Based on the information available, it cannot be excluded that the reported issue was due to a mechanical deviation. However, contributing factors such as root causes could be corrosion due to fluid ingress and / or damage to internal components that block rotation of the pump head.